Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 200 ohms. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the physician performed defibrillation threshold (dft) testing in the coil to can vector. The dfts were successful and the impedance measurements were in normal range in this setting. No further issues were noted. No additional adverse patient effects were reported. The lead remains in service.